Event description:
It was reported that during an unknown procedure, the device did not fire all the way around. There are no other details available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: an area cut without stapling. The device stapled and cut in the other area. The surgeon used suture on the area without staples. No patient consequence was reported. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.